Event description:
The probechek urovysion bladder cancer kit control slides are non-hybridized slides prepared with cultured normal male lymphoblast cells and cultured bladder cancer cell lines. Each control slide consists of two separate target areas in which each of the different cell types have been applied. The cell lines are harvested, fixed in suspension medium, and applied to the glass microscope slides in a method optimal for fish (fluorescence in situ hybridization). A customer reported receiving a broken probechek urovysion control slide. There was no report of injury. The probechek urovysion control slides package insert indicates that these slides contain human sourced and/or potentially infectious components. If the issue of customer receiving broken probechek slides were to recur, it is possible that customers could cut themselves with a potentially infectious slide. Therefore, recurrence of this issue could potentially cause or contribute to serious injury or death.